Event description:
Boston scientific received info the pt implanted with this lead had a near syncopal episode one day post implant. The pt was called back to the hospital and it was determined the lead had a slight migration causing the lead impedances and thresholds to rise. The physician elected to change the lead out for an tined lead. There were no adverse pt effects reported. The lead was explanted. This investigation wil be upgraded should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.